Manufacturer narrative:
(B)(4). Concomitant medical products: 0100185148, hd adapter xl/+8 12/14-18/20, unknown, 0100214154, durom us acet cmpnt 54/48 n, 2358600, 0100181480, metasul large diameter hd 48/n, 2385171, 0077130100, modular femoral stem, 60762570. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The adapter used in the primary surgery is not compatible with the stem. This would be considered an off-label use of these devices. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent left hip arthroplasty. Subsequently, the patient has been experiencing shortness of breath, pain in fingers, and high metal ion levels for a year. The patient has been scheduled for a revision procedure due to elevated metal ion levels. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.